Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please clarify, was the drain used without any further issues? Yes. It was used by cutting off the bended part of it. Was drainage successful? Yes. H3 evaluation: one complaint sample of drain, of around 200 mm in length, is received for evaluation, product was inspected visually, below are detailed findings : drain is having slight pressed impression marks nearby one end of the drain. It looks like that these marks are generated while the drain came in contact with some pressed / sharp tool. The received piece of the drain is tested functionally, no negative observation is found. Batch manufacturing record review is not performed, as lot no. Of the complaint is unknown. Retention sample is not checked, as lot no. Of the complaint is unknown. As per standard practice, 100% inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. So, there was no scope to miss defect, at manufacturing / release stage. It is suspected that the drain might have came in contact with some pressed / sharp tool, used during pouch opening or prior the product use and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on an unknown date and a drain was used. During procedure, when opening the package, the drain was found to have a bent mark. To avoid clogging, the relevant portion was cut off and the unbent portion was used as a precaution. . There were no adverse consequences to the patient. Upon receipt and analysis, the piece appears to have come in contact with some pressed / sharp tool. Additional information has been requested.